Event description:
It was reported that the lead exhibited several episodes of oversensing. Upon inspection during surgery, an insulation defect was noted. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. The distal conductor of the lead developed a fracture due to flexing while in vivo and the overlay tubing of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: d164vwc implantable cardioverter defibrillator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.